Event description:
It was reported through clinic notes received on (B)(6) 2012, that the patient has a history of obstructive sleep apnea. The patient is being treated with CPAP. The relationship between the patient¿s apnea and vns therapy is currently unknown and attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the patient's treating neurologist indicating that the sleep apnea was not believed to be related to vns. No additional information was provided.